Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s mother) contacted lifescan (lfs) alleging that the patient¿s onetouch verioiq meter displayed inaccurately high results compared to the patient¿s feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the subject meter was reading inaccurately around 10:50am on (B)(6) 2017. She reported that her daughter who manages her diabetes with insulin which she self-adjusts, had not eaten that morning. The reporter indicated that she looked at her daughter and ¿knew her glucose was low. She reported that she told her daughter to test her blood glucose level and an alleged inaccurately high reading of ¿60 mg/dl¿ was obtained on the subject meter. The reporter stated that she advised her daughter to get some juice and, 15 seconds later, when her daughter was walking back into the room, she ¿started to seize¿. The reporter indicated that she administered 5 units of glucagon to the patient and called 911. She reported that an ambulance arrived at approximately 11:01am, by which time her daughter¿s seizure had stopped but she was ¿totally out of it¿. She reported that the ambulance took the patient to hospital where they ¿took her vitals and drew blood¿. The reporter indicated that the emergency room nurse advised her that her daughter had a stomach virus which her mother ¿knew was wrong¿. She reported that the patient was transferred to the children¿s hospital where a blood glucose result of 450mg/dl was obtained at an unspecified time. The reporter alleged that while in the hospital, comparisons were performed between the subject meter and hospital meter, with the former running around 30 points higher e.g. 130 mg/dl on the subject meter compared to 108 mg/dl on the hospital meter. During troubleshooting, the cca noted that the patient¿s test strips were within expiry date and had been stored correctly. The reporter confirmed that the meter was set to the correct unit of measure. The reporter did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Control solution was also sent to the patient to allow her to verify the accuracy of the lfs products. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.